Event description:
It was reported that pump displayed a malfunction alarm and could not be reset, with no notable events occurring beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections for insulin delivery, received instructions for placing pump in storage mode, and was informed about re-entering pump settings and reconnecting continuous glucose monitor.